Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 17.8 mmol/l at the time of in incident. It also reported that display is blank currently and display was not blank less than 30 seconds. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.